Event description:
The ventilator was connected to the pt. The customer reports that the unit would not exhale. The ventilator was in pressure control with a pressure level of 50 cm h20. The pressure limit was set to 70 cm h20. There was no pt injury. The alarm status was unk.